Event description:
The facility reported a flo-gard 6200 infusion pump with failure code 85, which interrupted an infusion of lactated ringer's solution on an animal at an animal hospital. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard 6200 infusion pump with failure code 85, which interrupted a patient infusion, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Baxter no longer services flo-gard 6200 infusion pumps. Therefore, no assignable cause can be provided and no repairs will be made. Should any additional information about this event become available, a follow-up medwatch will be submitted.